Event description:
The following info was provided to davol by the pt's attorney: (B)(6) 2001 - repair of hernia with two composix kugel meshes. On (B)(6) 2011 - pt was found to have a fistula and an infected mesh. On (B)(6) 2011 - pt underwent surgery to remove the mesh. Following the explant surgery, pt required multiple skin grafting surgeries to repair the wound. Attorney alleged fistula, infected mesh, pain, permanent injury, defective mesh, explant, serious physical, complications, additional surgery.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The lot number as reported by the attorney is not valid for product code 0010201. Therefore, we are submitting this report under the reported product catalog number and unk lot number. Additionally, no product was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The other composix kugel mesh implanted on (B)(6) 2001, is summary reportable under rae-(B)(4).